Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading recorded by the continuous glucose monitor (cgm) on 7/16/2020 was 56 mg/dl. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust and did not suspend insulin therapy. Customer's blood glucose (bg) ranged from 50-60 mg/dl. Suspected cause was due to pump software not suspending insulin therapy. Customer consumed glucose tablets to treat low bg. A pump reset was performed and insulin delivery was resumed.